Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 39, 137, 84, 63 mg/dl. Tests were done within 11-20 minutes with a difference of 48 mg/dl. Patient did not experience any adverse events. No further information has been reported.